Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins). It was reported that the patient's desktop charger had a broken connector pin. It was reportedly stuck in the recharger. They started feeling pain in her back since a few days ago, around the same time as the connector pin. No further allegations/complications were reported. Omitted information of related connector pin broke included in related (B)(4).